Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd emerald¿ syringe was damaged. The following information was provided by the initial reporter: "I am emailing to make you aware of a customer complaint for a cracked syringe...".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd emerald¿ syringe was damaged. The following information was provided by the initial reporter: "I am emailing to make you aware of a customer complaint for a cracked syringe...".

Event description:
It was reported bd emerald¿ syringe was damaged. The following information was provided by the initial reporter: "I am emailing to make you aware of a customer complaint for a cracked syringe."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 303219 and lot number 2102154. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. The picture displayed an emerald syringe with a cracked barrel. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects 100% of the syringes and automatically rejects any broken or damaged parts. Based on the detection system, we believe that the damaged product most likely was produced within the primary packaging process. We believe that the probability of this defect is unlikely and that this was an isolated incident.